Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (3 mg/ml at 0.0205 mg/day) and baclofen (30 mcg/ml at 0.205 mcg/day) via an implanted pump. It was reported that the pump motor stalled on (B)(6) 2025 at 10:56 am with a ¿stopped pump duration exceeded 48 hours¿ message on (B)(6) 2025 at 10:56 am. The pump motor stall then recovered on (B)(6) 2025 at 2:10 pm. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient¿s pump was programmed to minimum rate and the patient as given orals. The pump was then replaced. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
H3. Analysis of the pump revealed no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.